Manufacturer narrative:
(B)(6). The following functional tests were performed: a field service engineer (fse) evaluated the device and confirmed there was a speaker issue. A speaker assembly was ordered and replaced. The system was working as expected. Based on the information available and the testing conducted, the cause of the reported problem was the speaker defective. The reported problem was confirmed. The customer was provided a speaker replacement to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx430 patient monitor indicating that a speaker malfunction error was displayed and there was no sound coming from the device. The device was not in clinical use at time event, no patient involvement.